Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received critical pump error alarm. The customer¿s blood glucose level was 5.8 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error after battery installation. The constant critical pump error alarm occurred due to moisture damage on the electronic assembly. The corroded motor assembly was noted during visual inspection. The device was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads.